Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data showed that there was time/date reset to default after pump reboot. The basal history showed a time change on 05/21/2014 and no additional records in black box due to continued use by customer. The total daily delivery appeared to be inconsistent due to the time/date issue. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump delivery accuracy was within required specifications. The basal delivery was recorded accurately during the pump exercise. The bolus delivery exercises were completed and recorded correctly. The reported inaccurate delivery issue was not verified in the black box or duplicated in the investigation.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging a hyperglycemia event due to an alleged inaccurate delivery issue. Reportedly, on (B)(6) 2014, the patient had blood glucose reading (bg) of between 250 and 500 mg/dl with extreme and/or atypical thirst (polydypsia); no ketone level was provided. The patient did not report receiving any treatments above and beyond the usual routine of diabetes care and management and had remained on pump therapy. Customer support agent reviewed the basal history with the patient and determined that it matched the active basal program settings but the delivery total in total daily dose did not match the programed total. The cause of the discrepancy could not be determined during the call. The reported bg excursion did not meet the criteria for a serious hyperglycemia event. This complaint is being reported based on the alleged delivery issue of unknown cause.